Event description:
The device (wall-mounted) fell off the wall when it was being positioned to take an x-ray on a pt: the tube head hit a pt in the head and shoulder. The pt got a bruise on the head and a headache. He was seen by a provider on-site, and was prescribed tylenol. The pt recovered fully and did not require follow up visits.

Manufacturer narrative:
The pt safety manager from user facility relayed the info that the pt sustained a non-skin breaking contusion and a headache after being hit by the tube head in the head and shoulder. He was seen by a provider on-site immediately and was prescribed tylenol for the headache; he had full range of motion in his shoulder. The pt was informed of signs and symptoms of internal bleeding and concussion but did not seek nor require follow up visits, he has recovered fully. The device has been in svc for 7 years. It was rec'd at the MFR's repair ctr on (B)(4) 2013 and the evaluation has been completed. The evidence from the returned parts suggest that the top bolt securing the device to the wall plate became loose from the wall, so that all of the weight of the converter chassis was resting solely on the lower bolt which, with continued use, caused the converter chassis assembly to break off the mounting plate. The top bolt did not appear to be stripped or deformed, indicating it did not fail mechanically. It did become loose through some unk means. It is possible it was able to work itself loose under normal movement of the arm and/or some external vibration in the environment. It is also possible the top bolt was not sufficiently tightened at installation, and ultimately works loose after its time in svc and causes the failure as described above. In the installation manual for 765-dc, the required tools for installation and the wall support requirements were specified. In the user manual for 765-dc, mounting check is part of the annual recommended maintenance. The model was discontinued in august 2007. This concludes our investigation.